Manufacturer narrative:
The lens was returned inside loose a ziploc bag. Viscoelastic was dried on the lens. The lens was cut into pieces, typical of damage from removal from the eye. Not all of the cut portions were returned. One haptic was broken in the gusset area. The broken haptic portion was not returned. One optic portion was torn and scraped at the optic edge on the anterior and posterior surfaces. Product history records were reviewed, and documentation indicated the product met release criteria. A qualified cartridge and handpiece were used with a non-qualified viscoelastic. The lens was returned cut into pieces, typical of damage from removal from the eye. The root cause cannot be determined for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that indicated the company model diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company monofocal lens model, 19.0 diopter. This information that a multifocal 19.0 diopter was removed and replaced with a monofocal 19.0 diopter lens would suggest that the replacement lens model was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient unhappy with vision at a distance. The lens was explanted and replaced with monofocal lens in a secondary procedure. Additional information has been received and stated that there was no patient harm.